Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery gauge fluctuated while pump was being charged. There was no impact to the customer's blood glucose level. Customer indicated pump and/or injections would be used as back-up therapy.